Event description:
Baxter reports via a nurse from hosp that pt needed to replace the transfer set because the occluder feet had broken, and leaks are observed when the minicap is removed. The reported transfer set was placed on an unk date. The pt began apd therapy in 2004. There was no pt injury or med intervention associated with this incident.